Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. Evaluation found hlc voltage to be in a low state due to the installed charge-pak being expired. The root cause was determined to be maintenance as the operating instructions advise users verify device readiness regularly. The installed charge-pak was 8 years old.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was not able to provide defibrillation therapy and powered off while charging. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.